Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -8.0/3.0/070 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. Significant reduction of irido-corneal angles and elevated iop 21mmhg without pupil block and angle closure(assessed on (B)(6) 2023). Were observed, the lens was removed and exchanged on (B)(6) 2023 and the problem was resolved.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - health effect clinical code 4581: significant reduction of irido-corneal angels. H6 - work order search: no [or#] similar complaint type events were reported for units within the same lot. (B)(4)